Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Treatment was completed with no problems. When the cassette was removed, it was wet as well as the pump module. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.